Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk implantable cardioverter defibrillator implanted: (B)(6) 2009; product ID 7120 (competitor pr oduct) implantable tachy lead implanted: (B)(6) 2009; product ID 5076-52 implantable pacing lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported the patient's left ventricular (lv) lead became dislodged and a lead extraction/re-implantation procedure was conducted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.